Event description:
It was reported to boston scientific that a captivator snare was used for an unknown procedure performed on an unknown date. During the procedure, the snare wire broke and could not be closed while in use. As a result, the snare became embedded in the patient tissue. Cautery was applied to remove the device from the tissue. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150208 captures the reportable event of loop entrapment of device. Imdrf impact code f23 captures the event of unexpected medical intervention.